Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary interventional procedure the device kinked. Access was gained through the femoral artery. The lesion being treated was located in the non calcified left anterior descending artery. The lesion was pre dilated with an unspecified balloon after an initial attempt was made to pass the 2.5x32mm promus element monorail drug eluting stent. On the second attempt the stent went in and became kinked. The procedure was completed with a different device. There were no patient complications reported and the patient status is stable. Returned product analysis revealed that there was small section of the tip that was missing, but does not remain inside the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device identified that the tip of the device was damaged with a small section of the tip detached. This type of damage is consistent with guide wire movement during attempts to cross the lesion. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with some resistance noted. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).